Event description:
Cracked barrel. When preparing chemotherapy, the technician (user) reports the presence of a crack on a sampling syringe.

Manufacturer narrative:
Three photos of a 3ml eurographics syringe material 309658 lot 3143657 was received for evaluation or confirmation of reported defect. One image shows the lot # and expiration date of the packaging. Two of the images show a loose syringe with a crack in the barrel longer than 1/2". One photo is a close-up image of the crack. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. A device history record review was completed for provided lot number 3143657 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe barrel cracked. The following information was provided by the initial reporter translated from french to english: "cracked barrel". "When preparing chemotherapy, the technician (user) reports the presence of a crack on a sampling syringe."